Event description:
A customer contacted beckman coulter regarding an elevated accu tnl result from a single pt that was generated by the access 2 instrument. The elevated accu tnl result was 5.89ng/ml the result was not reported out of the lab. The tech questioned the result and re-tested the original pt sample for accu tnl. The repeated accu tnl result was 0.07ng/ml. The result was reported out of the lab. The customer did not provide any additional info regarding this event. The customer indicated that there has been no change to pt treatment attributed to or connected with this event.